Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer could not be confirmed. During the optical examination, no significant deviations were found that could have a negative impact on the imaging performance. The imaging is clear and the image sharpness is distinct. Minimal foreign particles are visible in the blurred area, which may have been introduced into the rod lens system during the manufacturing process but do not have a negative impact on the imaging. The shaft is minimally bent proximally. The foreign particles detected do not constitute a defect as they are in the blurred area of the optical system. It is currently not possible to determine what caused the shaft to bend, so the defect is classified as unassignable. No further measures will be taken. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the top-left corner of the image is blurry. No negative impact in state of health reported.